Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "light led's are dim - flickering".no negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "licht led's leuchten schwach, flackern" was confirmed, and further defects were detected. In total the following defects were detected: · customer complaint noted · led is dim · blade worn · blade damaged · blade bent · housing worn · cover worn · product has been labelled by customer as stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the customer, which is why the light is not working properly and flickers. If new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).